Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage electronic assembly. No vibration anomaly noted. The device was received with severely scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.

Event description:
Customer reported that the insulin pump was submerged in pool water when he went swimming. The blood glucose reading was 265 mg/dl. Customer treated the high blood glucose with the insulin pump. Customer reported that there was fluid under the display screen. Customer stated that the insulin pump was not dropped and has no cracks in it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.